Event description:
It was reported that during a surgical procedure, as the firing progressed, the I-beam (blade) advanced distally, and tissue was obs erved to be dragged along with it rather than being cut normally, necessitating additional resection of tissue. Additionally, it was noted that there was staple formation issue. After resection, the staple line and cutting edge were also abnormal, prompting further resection and re-stapling using a new signia set and cartridge. The procedure time was extended by 5¿10 minutes as a result.

Manufacturer narrative:
D10 concomitant products: sig power sigadaptstnd linear adapter (serial # (B)(6)) sig power sigphandle handle (serial # (B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. A video was also provided. Visual inspection noted that the returned reload was received from the not attached to the returned adapter. The reload was received with the jaws open and not articulated. The reload has all pushers deployed. The reload had formed staples remaining on the right side of the cartridge up to the 5mm cut line. The I-beam was fully retracted. A video of a screen showing the feed from an endoscope was visible. The video showed a reload in a surgical setting. The reload was clamped on tissue. The reload began firing. The tissue was observed to bunch and push distally down the reload as the knife blade advanced. The reload fully fired and the tissue was transected. Functional testing found that the jaws of the reload had an appropriate distance between them when in the clamped position. The reload interlock was overridden. The reload was cycled without hesitation or binding. The reload was clamped over test media. The test media exhibited bunching during firing. The test media was fully transected. The reload interlock was tested and found to function properly. The I-beam was advanced and during examination it was noted there was damage to the knife blade. It was reported that the I-beam (blade) advanced distally, and tissue was observed to be dragged along with it rather than being cut normally. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. It was also reported that there was staple formation issue. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: when positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.